Manufacturer narrative:
Waiting for particle evaluation results.

Event description:
Reporter noted pt had a lens inserted in last couple of weeks, and was brought back yesterday to have a long piece of plastic-looking material removed from eye. Pt reported as okay.